Event description:
The company was made aware that the patient's device was explanted due to infection which started at the skin flap. It was reported that the patient was treated with oral and intravenous antibiotics, and fungicide. Medications include antibiotics meropenem and linezolid and fungicide metconazole. The patient was hospitalized (B)(6), 2011. The patient is being monitored. Antibiotic treatment continues with plans to reimplant.